Event description:
It was reported that a stopcock leak occurred. During preparation for a left atrial appendage (laa) closure procedure the first watchman laa closure device & delivery system was opened in error, there were no issues with this device. A 21mm watchman laa closure device & delivery system was then selected; however, the stopcock was leaking. They completed the case using another 21mm watchman laa closure device & delivery system. No patient complications were reported and the patients status is fine.